Manufacturer narrative:
No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the tall spine clamp was loose, so the site changed it with a new one. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned spinous process tall clamp resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the clamp has no apparent physical damage and functions per design. If information is provided in the future, a supplemental report will be issued.